Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to myopotential oversensing. There also appeared to be possible oversensing of atrial flutter. The sensing vector was reprogrammed from secondary to primary. Approximately one week after the reprogramming, the patient received an additional inappropriate shock for oversensed noise. An x-ray had been performed after the first inappropriate shock with no anomalies noted. Therapy was programmed off and the patient was admitted to be monitored while awaiting change out to a transvenous system. The patient went into ventricular tachycardia (vt) and was externally shocked however were unsuccessful. The patient then went into pulseless electrical activity and subsequently expired. The system remained implanted.